Event description:
Technician alleged that the head section was not going down. There were no incidents reported.

Manufacturer narrative:
Technician replaced both defective head panel springs to resolve the issue.